Event description:
It was reported that the pump "fails cassette not attached properly". Discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint could not be confirmed/duplicated. A review of the event log found no relatable errors. Further inspection found that the downstream occlusion (dso) sensor was loose and therefore replaced. The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.